Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl due to infusion set not connecting correctly. Blood glucose level at the time of the call was 375 mg/dl and 323 mg/dl. Earlier. Customer declined troubleshooting for the high readings. The insulin pump was not returned for analysis.